Event description:
It was reported that the lead presented with low impedance. Upon explant, lead fracture at the is-1 connector was noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.